Event description:
Pt lost ~ 300 cc of blood thru a leak in the venous access line on the top of the cartridge. The leak occurred under the luer lock where it attached to the tubing. End of treatment, pt was receiving IV push (rate 300) of antibiotic thru venous access. Since the machine did not alarm, it was a few minutes before they noticed the blood leak. Vascular surgery pt; septic, no heparin used. Because of the condition of the pt, doctor ordered transfusion of 2 units of blood. Pt also rec'd 500cc saline. Set not available; machine cleaned and back in service.